Event description:
It was reported that there was an unexpected rate change during an infusion of magnesium (20 grams in 500ml). The magnesium was intended to infuse at a rate of 25ml/hour with a volume to be infused of 500ml however, during the course of the infusion it was noted the medication was infusing at a rate 1ml/hour. There was patient involvement but no harm.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number # (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Correction: unique identifier (UDI) #, medical device serial #. Omit: concomitant med prod data(8015), c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the request for a log review has been completed. The reported issue of an unexpected rate change during an infusion of magnesium was not definitively confirmed but is suspected to be the result of user programming based on the log analysis findings. No devices were returned for laboratory testing; therefore, it was not possible to perform an internal, external inspection or laboratory testing. The logs were received by the facility for the log review; however, the requested data set was not provided which prevents the ability to confirm the actual drug selected. It was reported that the event occurred on the date (B)(6) 2024 at the time of 1:25 am. At 12:11 am user pressed channel selected key and programmed vtbi= 200ml; (unknown drug) at 20grams/500ml; rate= 50ml/h; primary volume infused (pvi)= 533.934ml which was an accumulated total from prior performed infusions. At 1:18: am user programmed rate=25ml/hr; drug amount=20g; diluent volume=500ml; vtbi=144.3ml; pvi=589.695ml. At 2:01 am user programmed rate=250 ml/hr; vtbi=250 ml; drug concentration=30unit/500ml; (unknown drug). At 2:08 am user programmed rate=999 ml/hr. Vtbi=222.2 ml; pvi = 635.36ml. At 2:09 am the infusion was manually turned off. At 2:17 am user programmed (unknown drug) at 20grams/500ml; rate=1 ml/hr. Vtbi=50 ml; pvi=652.877ml; soft guardrails limit alert: dose below minimum of 1 gram, yes, selected to proceed. Between the time of 2:18 am to 2:55 am there was three alarm events of occluded patient side with the infusion restarted. There were two (2) alarms of partial patient side occlusion and another alarm event of patient side occlusion. At 7:41 am user programmed rate=25ml/hr; vtbi=44.739 ml; pvi = 658.142ml, and the infusion was started. At 7:47 am the channel was selected, rate key, rate= 1ml/h start key; soft guardrails limit alert: dose below minimum of 1 gram with no selected, the rate was increased to 999ml/h followed with selecting the channel off key without starting the infusion. Final pvi= 660.715ml. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. The device was reported being in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported issue of an unexpected rate change during an infusion of magnesium was not able to be definitively identified because the requested data set was not provided so the drug programmed could not be identified. Programming of a drug with the same reported concentration was found to have been manually programmed at the rate of 1ml/h with an overriding of the soft guardrails alert. Based on the log analysis, the issue is attributed to user programming and not a device malfunction.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an unexpected rate change during an infusion of magnesium (20 grams in 500ml). The magnesium was intended to infuse at a rate of 25ml/hour with a volume to be infused of 500ml however, during the course of the infusion it was noted the medication was infusing at a rate 1ml/hour. There was patient involvement but no harm.